Event description:
It was reported that pump repeatedly declared altitude alarms even though pump was within operating altitude range, and customer was unable to silence alarm. There was no adverse impact to the customer¿s blood glucose level. Customer had insulin suspended due to the alarm, removed obstruction from speaker holes, cleaned area as instructed, reconnected cartridge, and resumed insulin, but alarm returned multiple times, including after loading new cartridge; customer planned to use multiple daily injections as backup insulin therapy. Technical support decided to replace pump and cartridge, confirmed shipping details, instructed customer on storage mode and returning pump within required time, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.